Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) and chronic right ventricular (rv) defibrillation leads (models 0137 and 0180) presented to the hospital complaining of hearing beeping tones. It was reported that device interrogation yielded a warning: <20 ohms hv (high voltage) lead impedance measurement. It was further reported that this measurement could be reproduced with commanded plit. It was noted that one of the defibrillation leads is implanted in the rv, while the other is implanted in the ivc (inferior vena cava).